Event description:
A 5 mm trocar was placed into the 10 mm operative sheath to pierce peritoneum. The 5 mm sheath was fragmented with shards visible on the peritoneum. Threads of torn sheath were hanging out of the main sheath. An exploratory lap was undertaken to evaluation the situation and remove all foreign material.